Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion the right atrial (ra) lead was noted to exhibit undersensing, noise, loss of capture (loc) and low out of range pacing impedance measurements of less than 200 ohms. Insulation damage was observed on the ra lead thus the lead was surgically abandoned. A new ra lead was not placed as the patient was downgraded to a single chamber implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.